Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa. The location of the feet of the 27mm wds was checked by cine prior to alignment of the distal marker bands. Upon alignment, when the wds was being snapped into place, a significant jump was observed. Contrast was injected and an effusion sweep was conducted and contrast was seen going into the pericardial space and an effusion began to develop. A pericardiocentesis was performed to treat the pericardial effusion. The condition of the patient was reported to be stable.